Event description:
It was reported that during a ptca procedure involving a mildly calcified, 95% stenotic lesion located in the right coroanry artery (rca), the maverick otw balloon ruptured at 12 atms on the initial inflation. A small dissection was noted in the distal to proximal rca which was treated by deployment of a vision stent. No resistance was met with insertion or withdrawal of the guidewire. A 6f pinical introducer sheath and a fr4 wiseguide guide catheter were also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.